Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that patient was rushed to the hospital due to the pulse generator exhibiting premature battery depletion. The device was explanted.